Event description:
Customer reported to a lensar fse that the system lost suction during surgery. The doctor had a concern that the cornea may have been hit.

Manufacturer narrative:
Investigation including root cause analysis is in progress.